Manufacturer narrative:
We received an open introducer tray with only the scalpel and dilator inside for examination. Examination of the package found what appeared to be a hair/fiber like sample. The sample was removed photographed and was sent to chemistry for testing. A supplemental report will be forthcoming with chemistry results and the device history review.

Event description:
As reported, when percutaneous sheath introducer set was opened, there was one hair found in the set. Therefore, the set was not used on patient.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release. Chemistry testing found the substance showed similar absorption characteristics when compared to protein like material.